Event description:
Initial surgery was performed on (B)(6) 2023 and device had been implanted for almost 10 months. Revision surgery was performed on (B)(6) 2024, specific reason and/or patient event necessitating revision was not reported. Following revision, it was reported that the poly insert had dissociated from the humeral stem. Revision surgeon reported the humeral stem was firmly fixed and a new semi-constrained poly insert, humeral spacer +12 and a glenospheres xlt were implanted.

Manufacturer narrative:
The DHR for the polyethylene insert was reviewed and, when released for use, met design and manufacturing requirements. There were no non-conformities associated with the component that may have contributed to the event identified during manufacturing. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. The returned poly insert was evaluated and found nicked, deformed and scratched. It is not known when the deformation of the poly insert took place and likely occured after dissociation or during explanation. Catalyst has identified two factors that could contribute to a dissociation. One factor is not following the surgical technique and not assembling the poly insert completely in the humeral stem. The other factor is the poly insert experiencing a high force not in-line with the insert / stem interface.